Event description:
It was reported that during the implant procedure, this right atrial (ra) lead needed to be repositioned several times, until the helix would no longer extend or retract properly. A fracture or break was suspected and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a break in the inner conductor coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead needed to be repositioned several times, until the helix would no longer extend or retract properly. A fracture or break was suspected and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.